Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The device underwent returned instrument testing evaluation (rite) electrical and functional testing. The device failed electrical testing due to earth leakage. An internal/external inspection was performed, and the inspection found fluid intrusion. Current leakage testing was also performed and failed due to fluid intrusion. The reported condition was verified and the cause was determined to be fluid intrusion. The device was repaired a returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.